Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 2/9/98. On 2/12/98, the "cath" alarm sounded from the pump. Blood was noted in the tubing and the iab was removed. No second was inserted into the pt. The following was reported to datascope on 3/30/98: the alarm sounded from the pump and flecks of blood were noted in the gas line. The cardiologist was notified and he ordered that the pt's heparin be discontinued. The cardiologist requested for someone to monitor the iab for fresh blood in the tubing. The cardiologist was fully aware of and was notified of the possible complications. Later on, more blood was noted in the tubing. The cardologist was informed and he order that therapy be discontinued. After the pumping was stopped, the pt initially had pulse in the right leg but then it dimished completely. The pt was taken to the or for a femoral thrombectomy and gortex patch over common femoral artery. The pt was diagnosed as having an acute ischemic right leg with weak pedal pulses. The color of the pt's leg improved. [Event complications]: none-rpt'd 2/12/98; acute ischemia/loss of pulse/thrombectomy. [Pt's current status]: unk-rpt'd 2/12 & 3/30/98.